Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported inserting a new sensor, which initially appeared to function normally. Later that day, after attending a funeral and luncheon, the cgm displayed a glucose reading of 175 mg/dl. Shortly thereafter, after returning from the bathroom, the cgm generated an urgent low alert with a reported value of approximately 50 mg/dl, which subsequently decreased to 45 mg/dl despite the patient consuming a can of soda. Due to concern regarding the low readings, the patient and his son presented to the ER for evaluation. Upon arrival, a fingerstick bg measured 153 mg/dl while the cgm displayed 45 mg/dl. Approximately 30¿45 minutes later, a repeat fingerstick bg measured 163 mg/dl while the cgm displayed 60 mg/dl. The patient reported receiving intravenous fluids, orange juice, a sandwich, and applesauce, as healthcare staff believed he had not eaten. The patient was discharged approximately 15 minutes later. The patient denied experiencing any symptoms throughout the event. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.